Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated the up, down, and ok buttons were intermittently unresponsive and noted the keypad was peeling below the ok button, exposing the button contacts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: the keypad was found to be lifting below the ok keypad button exposing the key contact. Evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses and excessive force to elicit a response. Unrelated to the complaint, the audio bolus button was found to be intermittently responsive and hard to press; a visual inspection revealed a hole on the bolus button. The button cover was removed; the bolus button internal plug was found to be misaligned. A damaged button cover and keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button and keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.